Manufacturer narrative:
A review of the device history records was performed and no complaint related issues were found. Investigation could not be completed and no conclusion could be drawn as no device was returned . Device was used for treatment, not diagnosis. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon prepared the c6-7 location of patient for an anterior cervical decompression procedure to implant a large zero-pva 9mm prostheses. The surgeon handed off the placement of the implant to another doctor. After the prostheses were implanted the surgeon checked the position and instructed the doctor to reposition the prostheses as he was not satisfied with the placement. The doctor was able to easily remove the right side screw with the removal tool. The doctor had difficulty removing the left side screw possibly due to the angulation of the screw in the c7 vertebra. The surgeon took over since the doctor attempted to remove the screw a number of times. The surgeon was also unable to remove the screw, possibly due to damage of the screw-head during attempt to remove the screw. The surgeon ended up removing the implant by burring out the blocking mechanism and screw. The implant was replaced with a bengal cage and skyline plate. It was reported the doctor felt the tools were not designed to adequately enable easy removal of the screws. This is 1 of 2 reports for this complaint (B)(4).